Manufacturer narrative:
H6: investigation summary: customer returned a single used 4mm, 32 gauge nano pro pen needle. No teardrop label was returned for lot confirmation. The patient end of the cannula of the pen needle was bent at its base, then again approximately 3mm from its tip, then again approximately 1mm from its tip. Despite the damage, the pen needle was still capable of priming and ejecting a saline solution when attached to a test pen. It was noted during testing that the needle remained in place despite the damage sustained and could not be dislodged when in contact with a skin analog during simulated use. Pen needle DHR batch 0134148 was reviewed. The batch number was built with pen needle assembly line in nov 2020. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. No quality notification was raised on past 12 months on similar non-conformance. Based on the sample received, bd was able to confirm the customer¿s indicated failure of the needle being bent. Bd was unable to replicate or confirm the customer¿s indicated failure of the pen needle being difficult to operate. Bd was unable to replicate or confirm the customer¿s indicated failure of the needle being clogged. H3 other text : see h10.

Event description:
It was reported bd nano ultra-fine pen needle were unable to prime. The following information was provided by the initial reporter: "...finds pen needles to be clogged during flow check."

Event description:
It was reported bd nano ultra-fine pen needle were unable to prime. The following information was provided by the initial reporter: "...finds pen needles to be clogged during flow check."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.